Event description:
It was reported that the patient with this pacemaker system experienced syncope. The device data was reviewed and the patient was in atrial fibrillation (af) and had some non-sustained ventricular episodes stored over the last 72 hours. The health care professional (hcp) planned to consult with an electrophysiologist regarding the electrograms (egms). The local area field representative was contacted for additional information; however, at this time, no further information is available regarding the cause of the syncope. The pacemaker remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient experienced syncope. Technical services (ts) analyzed device episode data of this pacemaker and found that there were stored ventricular episodes that correlated with the syncopal event. The presenting electrogram (egm) showed that the device was operating as programmed. No additional adverse patient effects were reported. Currently, this pacemaker remains in service. According to additional information, this pacemaker was explanted at the physician's discretion for a therapy upgrade. A new cardiac resynchronization therapy defibrillator (crt-d) was successfully placed. No adverse patient effects were reported. This product was received for further analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.